Event description:
The rotator broke during a left ventriculogram procedure. Injector settings: flow 10, volume 30, pressure limit 1000 psi. No harm or injury was reported.

Manufacturer narrative:
The device evaluation has not been completed. Conclusions: the investigation is not complete. A follow-up report will be submitted when additional information is available.